Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information is available at this time.

Manufacturer narrative:
(B)(4). Visual examination of the returned product confirms the reported instrument fracture. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that impactor had a crack in it prior to surgery. No patient or surgical involvement. No further information is available at this time.